Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to a supply bag falling and disconnecting. The caregiver stated the bag fell because she sets up the therapy with three bags and the area next to the cycler was too short. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A caregiver (cg) contacted (B)(4) regarding a bag that fell and disconnected on the home choice (hc) during drain 4 of 5. The drain volume (dv) = 1359 ml. (B)(4) assisted the cg to end therapy and advised to contact the peritoneal dialysis (pd) nurse to inform of the incident. On (B)(6) 2011 product surveillance spoke with the cg who stated she did not notice anything unusual with the supplies. The cg stated the bag fell because of her own error as she sets up the therapy with three bags and the area next to the cycler to put bags was too short. The cg stated the bag on the end was too close to the edge of the table extension and this particular night during drain it fell off. The cg confirmed this was an isolated incident and reported no adverse event resulting from this report.